Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sodium fluoride edta (fe) blood collection tubes has experienced 3 cases of tube deformity and 534 cases of foreign matter on/in the tubes before use. The following has been provided by the initial reporter: deformed tube x3. Dirty rubber stopper x5. Ink smear on tube x529. [Correction]: scratch x3.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes for ink smears, scratched tubes, and foreign matter on the stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure modes for ink smears, scratched tubes, and foreign matter on the stopper with the incident lot was observed. Root cause description: based on the investigation, a root cause for the scratched tubes and foreign matter on the stopper could not be determined. Based on the investigation, the most likely root cause for ink smears was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sodium fluoride edta (fe) blood collection tubes has experienced 3 cases of tube deformity and 534 cases of foreign matter on/in the tubes before use. The following has been provided by the initial reporter: deformed tube x3 dirty rubber stopper x5 ink smear on tube x529 [correction] scratch x3 dirty rubber stopper x5 ink smear on tube x529.